Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the bilateral lower abdomen on (B)(6) 2018 using the cooladvantage coolcurve+ applicator, to the central upper abdomen on (B)(6) 2018 using the cooladvantage+ applicator, to the left and right submental on (B)(6) 2018 using the coolmini applicator, to the upper love handles on (B)(6) 2018 using the cooladvantage coolcurve+ contour applicator, to the lower love handles on (B)(6) 2018 using the cooladvantage coolcurve+ contour applicator, to the upper bra fat on (B)(6) 2018 using the cooladvantage coolcurve+ contour applicator, to the upper/lower abdomen on (B)(6) 2018 using the cooladvantage+ applicator, to the bilateral love handles on (B)(6) 2018 using the cooladvantage coolcurve+ contour applicator, and to the left and right submental on (B)(6) 2018 using the coolmini applicator who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2018. Following treatment, the upper abdomen developed visible enlargement. On (B)(6) 2018 the patient was assessed by a physician who diagnosed the full abdomen, upper bra fat, and love handles with paradoxical adipose hyperplasia.

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the bilateral lower abdomen on (B)(6) 2018 using the cooladvantage coolcurve+ applicator, to the central upper abdomen on (B)(6) 2018 using the cooladvantage+ applicator, to the left and right submental on (B)(6) 2018 using the coolmini applicator, to the upper love handles on (B)(6) 2018 using the cooladvantage coolcurve+ contour applicator, to the lower love handles on (B)(6) 2018 using the cooladvantage coolcurve+ contour applicator, to the upper bra fat on (B)(6) 2018 using the cooladvantage coolcurve+ contour applicator, to the upper/lower abdomen on (B)(6) 2018 using the cooladvantage+ applicator, to the bilateral love handles on (B)(6) 2018 using the cooladvantage coolcurve+ contour applicator, and to the left and right submental on (B)(6) 2018 using the coolmini applicator who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2018. Following treatment, the upper abdomen developed visible enlargement. On (B)(6) 2018 the patient was assessed by a physician who diagnosed the full abdomen, upper bra fat, and love handles with paradoxical adipose hyperplasia.